Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the formation of staples appeared to fail following the reloading of the device. It was observed that several staples were unformed. Unknown how case was completed. (B)(6).